Event description:
It was reported that the ICU-ccu system rebooted and created a vpp core file, similarly to a previous report regarding a unit on the same network approx a week earlier. This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. When the system came back online it was an hour off - and has since adjusted, based on the ntp configuration.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.